Manufacturer narrative:
(B) (4) (lack of appetite-anorexia) - (B) (4).

Event description:
The pt had symptoms of nausea and lack of appetite. The pt was able to manage his symptoms with supplemental oral medications. The physician attempted a catheter dye study and tried three times to get a pull-back on the catheter, but was unable to do so; as a result a dye study was never completed. Additional information has been requested. A follow-up report will be sent if additional info becomes available.